Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer remained in the initialization and that the keyboard cover was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device remained in initialization though it was noted that this was because the device would not power up, nor that the keyboard cover was broken, it was noted that it was not broken, but missing although it was additionally noted that the keyboard itself was pulling apart. The power supply and keyboard were replaced and a keyboard cover was added to resolve all. It was further noted that the left keyboard hinge was broken and it was therefore replaced and that the hard drive was reconfigured and the software reloaded and updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.